Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a faulty drawer control board caused the power failure and communication loss. A field service engineer found the station powered off with a blank screen, identified aux drawer 1.1 was causing the power shutdown, replaced the drawer control board, rebooted the device, and verified all drawers were detected and functioning in hardware test application and the medstation es application, unit was confirmed operational with pharmacy staff. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station not powering on. Customer checked all the plugs and made sure everything was plugged in right and switched on, but the station was still not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.